Manufacturer narrative:
A company service rep examined the system and was able to confirm the reported system message. The air manifold assembly, air dryer filter and oil/air assembly, and air pump were replaced. The system was then tested and met all product specifications. The replaced parts were sent for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4).

Event description:
Adverse event(s): "ruptured the capsule" (capsular bag tear, posterior); "anterior vitrectomy" (vitrectomy). Product problem(s): "system displayed a message" (device displays error message); "vitrector had low cut rate" (device operates differently than expected). A facility reported the system displayed a message indicating the pressure was low and it needed to recharge while using the vitrectomy mode. Add'l info was requested. Add'l info was received: the surgeon reported an unplanned anterior vitrectomy was performed, due to his personal iol polisher ruptured the capsule and vitreous flowed into the chamber. The reported issue was the vitrector had a low cut rate. The surgeon was able to complete the case by turning down the cut rate on the vitrector and turning up the vac rate on the system. The surgeon has indicated that a suture was placed as a precaution and the lens was placed in the sulcus without issue. Pt is doing quite well.